Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to detect a shockable rhythm using a patient simulator. The use of a simulator is not a valid method to test the shock advisory function of an AED. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and was unable to remain powered for more than a few seconds. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device was unable deliver a shock during testing. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to remain powered for more than a few seconds. Furthermore, physio-control downloaded the electronic records from the device and was able to confirm that during the customer¿s testing the device powered off shortly after providing a ¿shock advised¿ decision. As a result, defibrillation would not have been possible if it were necessary.

Manufacturer narrative:
Corrected information: event date of the initial medwatch report indicates (B)(6) 2018. Event date of the initial medwatch report should indicate (B)(6) 2018. Executive summary of the initial medwatch report indicates: the customer contacted physio-control to report that their device was unable to detect a shockable rhythm using a patient simulator. The use of a simulator is not a valid method to test the shock advisory function of an AED. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and was unable to remain powered for more than a few seconds. There was no patient use associated with this event. Section b5, executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report that their device was unable deliver a shock during testing. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to remain powered for more than a few seconds. Furthermore, physio-control downloaded the electronic records from the device and was able to confirm that during the customer¿s testing the device powered off shortly after providing a ¿shock advised¿ decision. As a result, defibrillation would not have been possible if it were necessary. (B)(4).

Event description:
The customer contacted physio-control to report that their device was unable deliver a shock during testing. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to remain powered for more than a few seconds. Furthermore, physio-control downloaded the electronic records from the device and was able to confirm that during the customer¿s testing the device powered off shortly after providing a ¿shock advised¿ decision. As a result, defibrillation would not have been possible if it were necessary.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report indicates: additional mfg narrative type blank. Section h10 and/or h11 of the initial medwatch report should indicate: additional mfg narrative type ¿ additional manufacturer narrative.

Manufacturer narrative:
Physio-control further evaluated the customer's device and based on the available information it was determined that the users had likely placed an object on top of the device, which repeatedly pressed the on/off button, resulting in over 11 hours of on-time. This caused the internal hybrid layer capacitor batteries to become depleted, which resulted in the device not being able to remain power on and the device showing all three icons in its readiness display. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was unable deliver a shock during testing. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the customer¿s device displayed all three icons (charge-pak, attention, and service wrench) on its readiness indicator and was unable to remain powered for more than a few seconds. Furthermore, physio-control downloaded the electronic records from the device and was able to confirm that during the customer¿s testing the device powered off shortly after providing a ¿shock advised¿ decision. As a result, defibrillation would not have been possible if it were necessary.